Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not able to recover. A field service engineer found that the main full height drawer 3 failed to stay closed and troubleshot the issue and found that the latch sensor was not working. Replaced the sensor and reinstalled the latch assembly and the customer also reported an occasional clicking sound when the drawer was open and adjusted the side rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.